Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds and failed to capture. The malfunctions could be reproduced with isometric testing. No additional electrical malfunctions were noted. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported event of capturing problem and failure to capture was not confirmed. The lead was returned for analysis. Electrical analysis was normal with no anomalies found.